Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer received replace battery now alarm on their insulin pump. The customer's blood glucose level was reported to be 102.6mg/dl. Troubleshoot was reported to be conducted. It was reported that the customer was advised the pump would have to be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, rewind test, prime seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test. The power management graph was in specification. No unexpected low battery alarms, replace battery alerts and replace battery now alarms noted during testing or in the format history file. The insulin pump was received with scratched casing, minor scratches on the lcd window, pillowing keypad overlay, cracked select button on the keypad overlay and scratches on the display window cover.